Event description:
It was reported that during the sterilization process an unknown piece of material was discovered to be stuck in the hudson/modified trinkle reamer that had cracked and broken off the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device is not repairable and was scrapped at the manufacturer facility.

Event description:
It was reported that an unknown piece of material was discovered to be stuck in the hudson/modified trinkle reamer during the sterilization process. There was no patient involvement, and there were no user injuries or adverse consequences.